Event description:
The pump was received for service. During service, the baxter service technician reported that the device underdelivered on channel b. The hospital representative stated they have no record of any patient incident since the last baxter service event.